Event description:
It was reported that during implantation of an impella cp a cannula kink was encountered. The pump prolapsed in the aorta after placing the repositioning sheath. A new impella cp was implanted to support the patient. No patient harm was reported.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of delivery issue was most likely use issue related since the pump was accidently pulled back across the valve when removing the peel away introducer and inserting the repo sheath. The cause of product damage/cannula kink was most likely use issue related since the pump was accidently pulled back across the valve when removing the peel away introducer and inserting the repo sheath resulting in a cannula kink. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: impella cp #604856 returned for investigation. Cannula kink observed on the returned product. Unable to deliver or advance (delivery issue): the cause of delivery issue was most likely use issue related since the pump was accidently pulled back across the valve when removing the peel away introducer and inserting the repo sheath. Product damage (cannula kink): the cause of product damage was most likely use issue related since the pump was accidently pulled back across the valve when removing the peel away introducer and inserting the repo sheath resulting in a cannula kink. Device history lot: device lot: 1936093. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.